Event description:
The customer's mother stated that the insulin pump got washed in the washing machine, and now there is water underneath the screen. The insulin pump counts down, then flickers and shuts off. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies.